Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Event/ problem description changed from "low results" to "high results" to accurately reflect complaint report. "Low results" was inadvertently reported in the event description of the initial MDR.

Event description:
Customer complains of "high results". Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 01/30/2017. Customer confirms the strips are stored properly/in the kitchen and were first opened (B)(6) 2015. Customer performed back to back blood test 351mg/dl and 355mg/dl fasting: reviewed meter memory: 1:351mg/dl (B)(6) 2015 10:00:00 am fasting:yes. 2:355mg/dl (B)(6) 2015 09:00:00 pm fasting:no. 3:325mg/dl (B)(6) 2015 04:00:00 pm fasting:yes. 4:350mg/dl (B)(6) 2015 02:30:00 pm fasting:yes. 5:245mg/dl (B)(6) 2015 09:00:00 pm fasting:yes. Customers concern:351 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 01/30/2017. Customer confirms the strips are stored properly/in the kitchen and were first opened (B)(6) 2015. Customer performed back to back blood test 351mg/dl and 355mg/dl fasting reviewed meter memory: (B)(6). Customers concern: 351 mg/dl. Adverse event not reported.